Manufacturer narrative:
Follow-up report #01. Sections have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. Note - the device was returned without explanation a month in advance of our actual complaint aware date of 12/18/2017. There was a delay in connecting the returned device to the complaint report, which is the reason for the delay in this follow-up report. Once the device was confirmed to be associated with the complaint, the investigation was completed and this follow-up report filed as soon as possible.

Manufacturer narrative:
The device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report if we were to receive the device.

Event description:
Per the reported information, the doctor was performing a procedure of a tenotomy on a right gluteus medius with a tenex handpiece (tx microtip). While the doctor was performing longitudinal movements, a sudden change in sound was noted. As the doctor pulled the handpiece out, the inner portal (needle) remained in the patient. The broken piece of the needle was removed from the patient. The doctor finished the procedure with a spinal needle. There was no injury nor adverse event to the patient resulting from this incident.